Event description:
The pump was returned for investigation. Investigation revealed contamination under the contrast and up arrow keypad buttons. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, evidence of contamination was found under the contrast and up arrow keypad buttons. There was no tearing on the keypad and all keypad buttons responded properly. The keypad button symbols were worn which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.